Event description:
This device is at eri indication and was replaced. The hospital has retained this device. No additional info is available. Should additional info become available, this event will be updated.